Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated on (B)(4) 2013 by lifescan product analysis with the following findings: the meter was able to turn on when power button was pressed and when a test strip was inserted. However, it was noted that the battery within the meter was low. The meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter did not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began at 9:30am on (B)(6) 2013. The patient manages her diabetes with oral medication(s), diet and/or exercise. The patient denied taking any action in regards to her usual diabetes management in response to the alleged power issue. However, the patient reported developing symptom of sweaty 5 minutes after issue started, but denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue could not be duplicated. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.